Manufacturer narrative:
The field had no further details about this event and the device will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing noise on the right ventricular (rv) lead channel which caused pacing inhibition. The patient experienced syncope due to a lack of pacing. Surgical intervention was performed and the crt-d was explanted and replaced. The crt-d remains implanted and in service. No additional adverse patient effects were reported.